Event description:
I had a total left hip replacement on (B)(6) 2010. I rec'd the depuy total hip pinnacle acetabular cup, sz mm 56, neutral 40mm x 56 mm od. Prior to surgery, I had left hip pain. I am unable to work at my job as a heavy equipment mechanic, have difficulty in climbing, bending, squatting, lifting, cannot walk for extended periods of time. I have difficulty turning in bed, lifting my left leg, pain goes down into my left thigh and is worse when I lift my left leg. My tailbone feels like I am sitting on rocks. Reason for use: left hip osteoarthrosis.